Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was difficult to visualize due to bubbles. No patient or procedure outcome information is available.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.